Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During treatment of a patient with a prismaflex tpe2000 set, during the infusion of the first fresh frozen plasma bag, the patient had severe lumbar pain (visual analogue scale pain at 10/10), that radiated to the hips and buttocks. Exchange was interrupted for 25 minutes, and the patient received 1 g of paracetamol and 3 mg of morphine (route of administration not reported). The outcome of the patient was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the treatment was restarted after 25 min with the same set and no plasma exchange. The device was not received for evaluation; therefore, a device analysis could not be completed a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.